Event description:
It is alleged the scooter moved forward without warning and struck the end user in the leg resulting in injury to her left shin.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. This complaint is in litigation. Cannot draw any conclusions at this time.